Event description:
It was reported that on the anastaflo shunt (ivs1530) the customer noticed, before use that the adhesive was "overflowed on the shaft where the tether was attached and became like a lump." No patient contact was made.

Manufacturer narrative:
The device is currently under evaluation for root cause.

Manufacturer narrative:
The device was evaluated and the complaint of excessive adhesive was confirmed. There were no further defects noted with the catheter. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. This was caused by inadequate process controls at the supplier, and incorrect identification of potential failure mode. Edwards is currently in the process of updating the drawing to include specifications around the amount of adhesive that can be used. A supplier car has also issued and is in investigation mode. Manufacturing records for this lot were reviewed and found acceptable at the time of distribution. Trends will continue to be evaluated through the complaint system.

Manufacturer narrative:
Follow up information regarding this event. This complaint is associated with a product recall in addition for the supplier car. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.